Event description:
Complainant alleged that a pt had been transferred to the facility's coronary care unit dept for about five minutes, when pt began to present an atrial fibrillation heart rhythm. The nurse powered-up the device, but the screen remained blank. The nurse then turned the device off/on, but the screen remained blank. Eventually the screen powered-on. The nurse then charged the device to 200 joules and the device charged to 200 joules, but when the nurse pressed the discharge buttons on the device paddles, the device failed to discharge. The nurse then recharged the device to 200 joules, the device indicated that it had reached the target energy level, when the nurse depressed the discharge buttons, again the device did not discharge. The nurse then obtained another device and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.